Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby0475 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient was hospitalized on (B)(6) 2019 and underwent catheterization, which went smoothly. Since then, the catheter had been maintained in this hospital. During re-treatment in this hospital on (B)(6), it was found in the middle of infusion that the white connector of the extension tubing became loosened. Due to the potential risk of detachment during subsequent uses, it was replaced with a new extension tubing. No other damages were caused to this patient.